Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 for release of burch sutures; and on (B)(6) 2011, a cystoscopy, attenuate burch sutures on left and anterior repair with mesh device mesh augmentation. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.